Event description:
I used super poligrip from about (B) (6) 2004 to (B) (6)2010. Prior to that I used poligrip from (B) (6) to (B) (6) 2004. I experienced numbness and tingling in my feet and hands, also my legs and arms. In (B) (6) 2006, I was diagnosed with neuropathy. Since that time to present I take medication for that condition. Blood tests taken in (B) (6) 2010, show that I have high levels of zinc in my blood. Dose: denture cream. Frequency: daily. Rout: oral. Dates of use: (B) (6) 2002 - (B) (6) 2010. Diagnosis or reason: denture adhesive. Event abated after use: no.